Event description:
Pt having quadrilateral blepharoplasty. The battery operated cautery was used, there was some arcing and several eyelashes were singed on the very end. A second cautery from another lot was opened.